Event description:
Pt reported bilateral central corneal ulcers with iritis and changes in vision. The pt customarilly wears their lenses overnight 7 days a week. Left eye ulcer reported on file 1033553-2004-00015. Their va on day 1 was 20/80 and was 20/70 on day 7. They continue with medical treatment.